Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2021. During the procedure, after reaching gray screen, the image returned to home screen and no video was displayed on the monitor. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.